Event description:
Same as MFR report #6000093-2005-01336. It was reported that a few days after a coronary drug eluting stenting treatment procedure an abrupt closure occurred. The target lesion was located in an unknown vessel. The lesion was predilated with a maverick balloon of unknown size. A 2.50 x 12 mm and a 2.50 x 24 mm taxus express2 drug eluting stents were placed in the vessel. Plavix and integrilin were given during the procedure. The stents were not post-dilated. A few days after the initial procedure the pt presented to the cath lab with an abrupt closure and was taken to surgery. Three attempts have been made in one month for further information without success.